Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: 5043295 180-01-54 - nv crown cup clstr hole 54mm group 2. 5177781 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. 5621831 164-01-14 - element-stem, collarless w/ha, std offset, sz 14. Pending investigation.

Event description:
As reported via legal documentation the patient had a left hip replacement on (B)(6) 2018. Approximately 4 years and 1 month after the initial procedure the patient had a left hip revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: mechanical failure, polyethylene wear left hip. Findings: gross polyethylene wear and synovitis. Patient was extubated taken the pacu in stable condition. No complications.